Event description:
Patient reported right side "deflation and capsulectomy." Healthcare professional later reported "capsular contracture, baker grade unknown, swelling and edema". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deflation. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, right side "deflation and capsulectomy". Healthcare professional, later reported, "capsular contracture, baker grade unknown. Swelling and edema". Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "deflation and capsulectomy." Healthcare professional later reported "capsular contracture baker grade unknown, swelling and edema". Device has been explanted.